Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a 911 call for his high blood glucose on (B)(6) 2016. Customer's blood glucose was 489 mg/dl at the time of the 911 call. Customer's blood glucose kept rising and he had diabetic ketoacidosis. Customer was wearing the insulin pump at the time of the 911 call. Customer stated that he woke up with a blood glucose value of 429 mg/dl and treated with a bolus but it kept rising. Customer tried to bolus several times after the first bolus but the pump would not deliver another bolus, possibly due to the amount of active insulin available. Customer stated that an ambulance was called and he was transported and hospitalized for diabetic ketoacidosis. Customer was taken off the pump at the hospital and given insulin by an IV drip. Customer was released on (B)(6) 2016. Customer's current blood glucose is 266 mg/dl. The insulin pump will be replaced due to the motor error alarm. Customer was advised to revert to a back-up plan.